Event description:
Home hemophiliac customer has reported problem of 23g butterfly needle. There is a "crust" at the tip of the effected needles that creates a jagged edge. It appears that the "crust" can also come off the tip of the needle, although it is actually part of the needle. It's very hard to see the defect. Hemophiliac pts use these needles to self administer their medications.